Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that low impedance and capture threshold issue due to subclavian crush were observed. The lead was capped. The patient was fine post-procedure.